Manufacturer narrative:
The device history records was reviewed and confirmed that the lot met all release criteria. Upon inspection of the return sample, the bifurcate and the shaft of the catheter appeared intact and undamaged. The balloon had been deflated down to 3 wings. Patency of the returned catheter was checked using a .035 inch guide wire. The guide wire was inserted through the proximal end of the guide wire lumen and passed with no problems. Immersed the balloon catheter into a warm water bath. Using a 30cc inflation device, inflated the balloon to 27 atm rbp (rated burst pressure), held for approx 30 secs, with no leaks and no problems. Deflation of the balloon took approx 10 secs. Re-inflated the balloon to 27 atm rbp, again held for approx 30 secs, with no leaks and no problems. The deflation time was clocked at 8.95 secs. Re-inflated the balloon to 27 atm rbp, but this time deflation was done with a 3cc syringe as stated had been used in the event description. The first deflation with the 3cc syringe took approx 9.2 secs and the second deflation with the 3cc syringe took approx 10 secs. It should be noted that the volume that the 3cc syringe can hold for liquid, amy not be sufficient, compared to what the balloon can hold for liquid. The result of the investigation was unconfirmed for difficult to deflate, problem could not be reproduced. It is unk if procedural issues contributed to this event. The current IFU (info for use) states the following: once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter. The current IFU for this device states: equipment required: luer lock syringe/inflation device with manometer (10 ml or larger).

Event description:
It was reported that during a pta procedure to declot a dialysis access graft, the balloon would not deflate. The procedure was done sheathless. The balloon was inflated with a 3cc syringe and when it would not deflate, the doctor used a 30cc syringe to deflate and hold negative pressure on the balloon to remove it. No injury to the pt was reported.